Manufacturer narrative:
(B)(4). This device is included in the medical device correction, important clinical information about pocket fills, physician communication ((B)(6) 2011).

Event description:
During a refill procedure in december the physician performed an inadvertent pocket fill with baclofen. He realized it because he noticed swelling at the injection site. The physician used a "coning" needle because he did not have "non-coning" needles in the hospital. The physician aspirated the baclofen from the pocket and refilled the pump reservoir again. There was reported to be no consequences for the pt; there was no pt injury.